Manufacturer narrative:
The issue occurred prior to use.

Event description:
It was reported to nevro that while the physician was preparing the lead incision site, a dural tear was noticed and the procedure was aborted. No product was opened or ever implanted in the patient. The patient recovered without sequelae and is planning to get implanted in the future.